Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:00:05. During night drain cycle six, the patient's ultrafiltration reading was 1847ml, indicating the home patient (hp) drained 1847ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1847ml during therapy initiated on (B)(6) 2012 20:00:05, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the drain volume was 2307ml + 433ml during a manual drain before drain 6 was completed. The actual drain volume of 2740 ml is 144.2% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.